Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed. Device not returned.

Event description:
(B)(6). Product was leaking at the luer lock connection even after tightening. Samples are not available for laboratory tests.